Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated ICD replacement procedure, the atrial lead had high thresholds. The atrial lead was extracted with laser and replaced successfully. The patient did not experience any symptoms before during or after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 42.0cm was returned for analysis. External insulation abrasions exposing the outer coil were noted at 3.8-4.4cm and 29.0-29.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. This is consistent with the observation from the field of inadequate capture.